Manufacturer narrative:
We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a procedure, a vascular 45 mm reload was used to suture the right upper hepatic vein. After an hour, it was appeared a spontaneous opening angle and the gradual loss of tightness of clips along the suture. It was provided for the continuous synthesis 5/0 prolene. As a result, it was performed a new intervention. Patient consequence: health of patient in danger. Action taken for procedure: new intervention.

Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: was the site of the bleeding identified? Hepatic vein. Did bleeding occur during initial procedure or post-operatively? After 1 hr from the closure of the vessel. What is meant by new intervention? It was used prolene to suture the vessel. Was the intervention taken in initial procedure or was a second procedure necessary? At the end of the initial procedure. What is the current patient status? It's fine.

Manufacturer narrative:
(B)(4). H10: corrected data: 3005075853-2017-05087 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-05087 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-05087.pdf]